Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and prescription reported. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin reaction characterized by redness and rash occurred while wearing the pod over a two-week period between the end of (B)(6) 2025 and (B)(6) 2025. Symptoms prompted the patient's parent to contact the diabetes department of the patient¿s health care professional clinic. The affected site was the abdomen and blood glucose values were not provided. The healthcare professional prescribed a topical corticosteroid cream and recommended the use of skin prep protective wipes. As treatment, a new pod was placed.